Event description:
It was reported that during a da vinci-assisted liver resection surgical procedure, the fenestrated bipolar forceps instrument had an electric arc and became non-functional. The same happened with the replacement instrument; however, the procedure was normal with the third one. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the fenestrated bipolar forceps instrument for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The fenestrated bipolar forceps instrument was analyzed and found to have charring and localized melting of both bipolar yaw pulleys, in the space between the grips. The instrument passed the electrical continuity test. The complaint was confirmed by failure analysis. Isi followed up with the initial reporter and obtained the following additional information: there was no damage to the instrument when inspected. However, there was slightly black traces indicating an electric arc from the instrument which occurred in the patient's anatomy during cauterization. The patient was not injured.

Event description:
Refer to h10/h11 for follow-up information.